Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this device experienced stimulation in the clinic and this device was found to be in safety mode. This device was ultimately explanted. No additional adverse patient effects were reported. It is unknown if this device will be returned.